Manufacturer narrative:
Device evaluated by MFR: the investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that a thrombus occurred. On (B)(6) 2018 a left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned and a 27mm watchman® laa closure device & delivery system (wds) was advanced. The closure device was successfully implanted and there were no patient complications. On (B)(6) 2018 the patient had a 45 day follow up procedure. A transesophageal echocardiogram (tee) was performed and the physicians saw thrombus on the closure device. The patients warfarin was increased and an additional tee will be performed. The patients current status is fine.